Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, bruised, with a burning sensation. There are no allegations of any bleeding, oozing, or weeping wounds. The patient's nurse advised the patient to remove the equipment. The nurse also assisted with putting a cream on the irritation. The patient used clotrimazole cream usp 1% from his doctor. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, bruised, with a burning sensation. There are no allegations of any bleeding, oozing, or weeping wounds. The patient's nurse advised the patient to remove the equipment. The nurse also assisted with putting a cream on the irritation. The patient used clotrimazole cream usp 1% from his doctor. Follow up indicated the irritation improved. Supplemental report 9/10/2021: submitting report to correct section g4.